Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing programming history for the patient it was noted that she came in to an appointment set to unintentional settings. At the previous appointment there was a final interrogation that confirmed that the patient was at intentional settings. It is unknown when the settings were changed or if it was done intentionally. The settings were corrected the day that they were discovered.